Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump was refilled yesterday, and the drug concentration was changed from 500 to 2000 mcg/ml. The dose was increased from 456 to 502 mcg/day. The healthcare provider (hcp) stated that the pump was not programmed for the concentration change. The patient went home and was found not responsive this morning. The hcp had to remove the 2000 mcg/ml drug from the pump and cleared the catheter from the catheter access port (cap) and requested assistance with programming the pump. The agent reviewed steps to program a prime bolus to get drug back to the catheter tip and then to program an advanced mode bridge bolus to account for the old drug in the internal pump tubing. The hcp reduced the dose to 250 mcg/day for now. The agent advised hcp to call back if any further programming assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a810 lot # serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.